Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a rotational atherectomy intervention procedure, the burr became stuck in the lesion. The long, 95% stenotic lesion was located in the highly tortuous and significantly calcified mid right coronary artery (rca). After placing a rotawire guidewire the physician successfully completed ablation of the proximal rca with a 1.25mm rotalink burr. Then the physician made a first run in the mid rca at 175,000 rpms for 51 seconds and the burr became stuck in the lesion and was unable to be removed. The patient was sent for emergency bypass surgery.